Event description:
It was reported that, "adverse event received for poor rom, not related to device, operative site events -arthrofibrosis."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.